Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on the afternoon of (B)(6) 2013. The patient informed the cca that she manages her diabetes with oral medication(s). The patient confirmed she continued her usual diabetes management regimen, despite the alleged meter issue. At the time of the call, the patient claimed feeling lightheaded immediately after the power issue began; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted that the alleged meter issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because, the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.